Manufacturer narrative:
Reported event: surgeon went to take acetabulum checkpoint with rongeur and end of checkpoint broke off in bone. Surgeon left it. Case type: tha. Product evaluation and results: product inspection could not be performed as the product was not returned for evaluation. Product history review: w64911- review of the device history records indicate 612 devices were manufactured and accepted into final stock on (B)(6) 2019. No non- conformances were identified during inspection. W64916-review of the device history records indicate 431 devices were manufactured and accepted into final stock on (B)(6) 2019. No non- conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, lot number w64911 shows 0 additional complaints related to the failure in this investigation. A review of complaints in catsweb and trackwise related to p/n 111653, lot number w64916 shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event. Product was not available for evaluation.

Event description:
Surgeon went to take acetabulum checkpoint with rongeur and end of checkpoint broke off in bone. Surgeon left it. Case type: tha.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon went to take acetabulum checkpoint with rongeur and end of checkpoint broke off in bone. Surgeon left it. Case type: tha.